Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the returned device was confirmed to have a fractured back rail upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the plausible root cause of the reported event is a user error: too much force applied when implanting the implant.

Event description:
It was reported that the back rail of cage snapped off during the insertion and the inserter wing was found to be bent after the case.

Event description:
It was reported that the back rail of cage snapped off during the insertion and the inserter wing was found to be bent after the case.